Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Device history record (DHR) review was conducted for the reported identification number. The device was released meeting all qa specifications.

Event description:
It was reported that on dec 8th, patient was admitted for hysteroscopy, dilation and curettage and a novasure, surgeon was unable to pass cavity integrity test. After trouble shooting several times, doctor performed a hysteroscopy and a perforation was found. Procedure abandoned. View was unclear so it was difficult to identify location of perforation. Doctor was not able to ascertain if perforation was by sound, scope or novasure device. Doctor directed the anaesthetist to administer antibiotics and for the patient to be monitored overnight as an inpatient. No other details provided.